Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 476mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The time, date, and settings were correct. The mother stated that the customer did not change the site once he received multiple no delivery alarms. Instructed the caller to remove the cannula and it was bent. Advised the mother to call back if further assistance is needed. No additional information was provided.